Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. The cuff, pump and balloon were returned. The pump was visually, functional and leak-tested and all testing performed are passed. The cuff and balloon were visually and leak-tested and all testing performed are passed, but upon examination of the balloon, it was determined that the balloon did not pass the functional testing with output pressure being above specifications. The allegation relates to urinary incontinence which is addressed in our labeling and risk documentation. The reported observation of mechanical issue for balloon was confirmed, however, the mechanical issue for pump and cuff were not confirmed. Based on the information available, the reported observation most likely were related to known inherent risk of device.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted as the device did not work as expected. It was stated that the device seemed to work during the implant, but it did not correct the patient's urinary incontinence. The replacement cuff was noted to be the same size as previously implanted in the patient. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted as the device did not work as expected. It was stated that the device seemed to work during the implant, but it did not correct the patient's urinary incontinence. The replacement cuff was noted to be the same size as previously implanted in the patient. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. The cuff was visually and leak-tested and all testing performed are passed. The allegation relates to urinary incontinence which is addressed in our labeling and risk documentation. Based on the information available, the reported observation most likely were related to known inherent risk of device.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted as the device did not work as expected. It was stated that the device seemed to work during the implant, but it did not correct the patient's urinary incontinence. The replacement cuff was noted to be the same size as previously implanted in the patient. No further patient complications were reported.

Manufacturer narrative:
Update to block h6: evaluation conclusion code.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted as the device did not work as expected. It was stated that the device seemed to work during the implant, but it did not correct the patient's urinary incontinence. The replacement cuff was noted to be the same size as previously implanted in the patient. No further patient complications were reported.